Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: caution. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the technical evaluation report. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: missing echo signals due to piezoelectric elements damaged in the ultrasound probe; the bending section cover was worn out and separated; the angulations were out of specification; key top 1 was incised but leak-free; connector seat holder unit was corroded; and the light guide cover lens glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope displayed an image problem. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the acoustic lens ultrasound transducer had been damaged with a missing part, and the pink probe coating had a deep cut. This report is to capture the reportable malfunction of the probe, which was damaged, cut, and had a missing part noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the bending section cover glue was separated and worn out, the key top was incised but leak-free, the connector seat holder unit was corroded, the light guide cover lens was cracked, and the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.